Manufacturer narrative:
The customer contacted a siemens customer care center. Quality controls (qc) were in range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse rebuilt reagent arm 4 (r4), sample arm 2 (s2), belts and the mixers. Then the cse aligned both r4 and s2 reagent arms and performed align diagnostics test. A quick check and service method tests were performed and all values were within range. The assay was calibrated and qc was run, which recovered within acceptable ranges. Siemens further investigated the issue and determined that the sample probe 2 (s2) mixer potentially contributed to the discordant, falsely low carbon dioxide result due to inadequate mixing. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely depressed carbon dioxide (co2) result was obtained on 1 patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on alternate dimension vista instrument. The repeat result was higher than the discordant result. The result obtained on the alternate dimension vista instrument was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed co2 result.